Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. High thresholds were observed during placement of the lead. Multiple repositioning attempts were made but the thresholds remained high. The lead was removed and replaced. No patient complications have been reported as a result of this event.